Event description:
Pt. Underwent op excision of basal cell carcinoma lesion of the r temple area. Pt was placed on the operating room table. Pt receiving low flow oxygen by ventimask. Surgeon injected lidocaine to incision line. Surgeon used cautery to begin excision of skin cancer. After using the cautery for the initial incision, a fire broke out in the vicinity of the drape and ventimask. Immediately the ventimask was removed and o2 was shut off. The fire was quickly extinguished. Pt suffered superficial facial burns. All equipment that was used was removed. Surgery continued with new bovie, drape and instrumentation. The lesion of concern was removed and sent for frozen section until all margins were clear. Bacitracin ointment applied to facial burn. Pt was discharged to home in good condition with prescriptions. Event reported to territory manager by clinical engineering staff. Tech support case.